Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿large 8 hour¿ protocol comprising 255 cassettes which started in retort a at 15:59:29 on (B)(6) 2024 and completed successfully at 00:03:40 on (B)(6) 2024, from which sub-optimal tissue processing was reported by the complainant. Based on the information provided, the root cause for ¿under processed tissue¿¿ could not be unequivocally determined from the information provided.

Event description:
On (B)(6) 2024, the following information was documented: ¿poor processing.¿ between 30 september 2024 and 02 october 2024, the local assigned leica senior field applications specialist ¿ core histology, americas (fas) provided support to the customer and documented the ¿customer changed all reagents and wax prior to on-site visit but did provide hydrometer readings¿preliminary review of the logs did not reveal a specific or obvious cause. The contents of bottle 14 were cloudy and milky which indicates contamination. Bottle 14 was used in this affected processing run which would account for the poorly processed specimen.¿ the fas documented affected patient tissue was derived from one (1) ¿user defined ¿large 8 hour¿ protocol comprising 255 cassettes executed in retort b, which started at 15:59 on (B)(6) 2024 and ¿completed at 03:40, drained at 05:34¿ on unknown date. The type(s) and size(s) of the affected patient tissue samples were documented as ¿all types¿, and ¿15 x 23 x 5 mm¿, respectively. The affected tissue artefact was described as ¿under processed tissue. Tissue pulling away from the wax¿. The affected tissue samples were re-processed by ¿removed wax and re-hydrated back to formalin, reprocessed with same protocol.¿ the fas observed that ¿wax 1 slightly yellow tinted. Bottle 14 cloudy/milky. Bottle 1 ph 6.86, bottle 2 ph 6.89¿ and that recycled reagents are used. The customer measured the reagent concentration in bottles 5-14 inclusive using a hydrometer and recorded both the measured reagent concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated reagent concentration was found to be within the acceptable limits of +/-5% for all bottles except in bottle 14 (concentration in software was 79%, concentration by hydrometer was 28%). On (B)(6) 2024, the customer advised the assigned leica senior field applications specialist ¿ core histology, americas regarding patient outcome: ¿. There is one case that could not be diagnosed, and a re-biopsy has been recommended. The specimen was an endometrial biopsy from a 41 y/o female. The re-biopsy has not been performed as of december 2nd.¿ an age and gender were provided for the affected patient. On 04 december 2024, the fas provided the following additional information regarding the circumstances of the event: ¿if peloris ii and peloris 3 baskets are used in the same retort together, is it possible that the sensors could mistakenly detect what it believes to be reagent but is actually just a basket, which in turn causes the basket to sit uncovered inside the retort? Also, could the same happen if asp300 baskets are used alone or mixed with peloris ii and peloris 3 baskets? During the customer¿s root cause analysis, they wondered if this could be a possibility. They are wondering if mixing baskets could have contributed to this last incident because not every cassette was affected in the processing run. Only about 72 of the 255 cassettes were affected. But since they don¿t know which baskets were used or which position they may have been inside the retort, and they don¿t know if all of the affected cassettes came from the same basket, they can not determine with certainty that this did indeed happen. But they and I wonder if this can indeed occur.¿ on 06 december 2024, the leica global technical support manager ¿ applications reviewed the information provided and documented ¿peloris wire baskets and the peloris stainless steel baskets have different handle designs.the difference in the handle design means that the two different basket types do not sit flush in the retort when mixed. Mixing of the two basket types in the retort may result in reflections in the retort leading to the system detecting unexpected lls notifications.¿